Event description:
It was reported the high definition liquid crystal display monitor suddenly shut down, and upon restarting the monitor had power for a few minutes, then shut down again. The issue occurred during a diagnostic colonoscopy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed to be due to board failure. Olympus will continue to monitor field performance for this device.